Manufacturer narrative:
If implanted; give date: there is no indication the lens has been implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. An attempt was made to obtain missing information; however, no further information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was dropped or was a damaged lens. No further information was provided. Through follow-up, it was learned the customer no longer had any information available as all the information was on the lens box that was returned back to johnson & johnson surgical vision. No additional information was provided.

Manufacturer narrative:
Corrected data: further information was provided. And reported, there was no patient contact. The lens fell off the field contaminated. There was no lens damage, as it was initially reported. Event is no longer considered a reportable malfunction. No further information will be submitted under this manufacturer report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.